Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that the device was not able to obtain ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.